Event description:
One patient sample from a male gave elevated free t3 and free t4 results. During the period of 2006 through 2007, free t3 values have been between 14.0 to 16.7 pmol/l, free t4 values ranged from 33.9-52.4 pmol/l and tsh results during period of 2006 through 2007 ranged from 0.32-0.41 mu/l. A sample tested two months earlier had a free t4 result of 45.6 pmol/l, free t3 result of 15.9 pmol/l and tsh result of 0.32 mu/l. This same sample was tested using a different methodology and gave free t3 result of 5.8 pmol/l, tsh 0.65 mu/l and free t4 result of 11.6 pmol/l. If additional information is received, appropriate notification will be provided.